Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a blood tubing leak. Fifteen minutes after the blood transfusion was started, a leak occurred above the drip chamber at the connection of the tubing resulting in blood dripping down onto the IV pump and floor. The transfusion was continued with a new blood set.